Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 400 mg/dl. The customer was treated with replace infusion set and also visit to emergency room. Customer stated that the insulin pump had insulin flow blocked alarm. Customer stated that the event was resolved by changing complete set. Customer was declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.